Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. Reportedly, the customer was a new pump user and was working with health care provider (hcp) on adjusting the pump settings to meet insulin requirements. To treat the low bg level, the customer consumed skittles.